Event description:
It has been reported that one protector p55 has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported the protector did not fit properly fit onto the vial causing a leak of medication. Complaint 1 of 2: per complaint form: I am contacting you in regards to an issue that occurred last week and yesterday in our chemo room. The technicians were applying the protector to the bortezomib vial (on friday). The vials have a plastic overwrap from the manufacturer, but on both occasions due to the overwrap it did not allow the protector to fit properly on the vial, and on the borezomib it actually had the vial leak drug.

Manufacturer narrative:
No photos or physicals samples that display the reported issue were provided for investigation. A device history was performed and found no no-conformances related to the reported issue during production of batch 1610703. Three retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to the vials using the m12 assembly fixture without issue. Samples were tested functionally, connecting to an injector and syringe with no leaks observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one protector p55 has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported the protector did not fit properly fit onto the vial causing a leak of medication. Complaint 1 of 2: per complaint form: I am contacting you in regards to an issue that occurred last week and yesterday in our chemo room. The technicians were applying the protector to the bortezomib vial (on friday). The vials have a plastic overwrap from the manufacturer, but on both occasions due to the overwrap it did not allow the protector to fit properly on the vial, and on the borezomib it actually had the vial leak drug.